Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult clip deployment could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip deployment difficulty. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, the clip would not deploy. Troubleshooting was performed, and the clip was able to deploy. The clip is stable on both leaflets and a second clip was deployed to further reduce mr. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.